Event description:
It was reported that the ventilator generated an alarm indicating high airway pressure. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated an alarm indicating high airway pressure. The evaluation of the provided logs confirms the reported high airway pressure alarm. The ventilator was investigated on site by our field service engineer (fse). The issue was solved by replacing the expiratory/inspiratory pressure transducer. A defective pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. The expiratory/inspiratory pressure transducer was not returned for investigation. Therefore, the root cause for the reported problem could not be established.

Event description:
Manufacturers ref: (B)(4).